Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 alarm (indicating air) on the homechoice machine during dwell 3/5. The technical service representative (tsr) explained the alarms and the homepatient (hp) stated she had left a spare line clamp open causing 2240 in dwell 3/5. The tsr explained to discard all supplies and to report alarms to the nurse the following next morning. The hp would finish that night's therapy manually. Follow up with the nurse revealed that the patient did call her regarding the alarm, and no medical intervention was needed. The nurse further stated that the patient is doing well on therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 3/5 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review finds the labeling adequate for the potential use error(s) in the complaint. The root cause of the reported problem of is currently being investigated through CAPA number (B)(4).